Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two inappropriate shocks due to noise on the right ventricular (rv) lead. The rv lead also exhibited high impedance. The rv lead was explanted and replaced. Additionally, it was reported that there was insulation damage on the left ventricular (lv) lead that could have occurred with the extraction of the rv lead. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.